Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin ump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. All buttons function properly. No multiple pump error alarms noted. Successfully downloaded history files and traces using thump. Verified the insulin pump alarmed a pump error in insulin pump downloaded history on june 14, 2022 at time 20:19:01.000 and a pump error alarm in the insulin pump history on june 14, 2022 at 20:19:01.000. The formatted history file confirmed the insulin pump alarmed a pump error alarm (line number 1938 file number 0) on july 08, 2022 at 14:47:29.000 due to software error. The insulin pump was cut open to perform visual inspection and found no evidence of moisture damage¿on the insulin pump. The motor was tested outside of device and passed. The motor had a intermittent failure not detected during test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. No multiple pump error alarms noted during test. Confirmed a pump error due to software error. Confirmed the insulin pump alarmed with multiple pump errors due to intermittent motor failure. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.